Event description:
The micropuncture sheath separated in two pieces during initial advancement. The device was able to be removed by hand. Anther of the same device was used to complete the procedure. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.